Event description:
It was reported that this implantable cardioverter defibrillator and other manufacturer right ventricular (rv) lead had a spike in high out of range pacing impedances greater than 2000 ohms. It was noted that the impedances were otherwise stable. The patient was brought into the clinic where isometrics were performed and no noise was able to be reproduced. Further testing revealed all lead measurements were within normal limits, and the impedance value was 773 ohms. Programming options were discussed, and the system remains in-service. No adverse patient effects were reported.